Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error after it has been exposed to moisture. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported that a constant tone is occurring in the insulin pump. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with b, esc and act arrow buttons unresponsive due to corroded keypad traces. No button error alarm noted. No constant tone or audio/beep anomaly noted. No blank display noted. Unable to perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. No moisture damage found inside the pump. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window and missing address/serial number label.